Event description:
End user called to report a month ago she noted itching under the tape border by the third day of wear and upon removing the wafer the end user stated she noted an itchy red rash on 100 percent of the peristomal skin under the white tape collar.

Manufacturer narrative:
Based on available information this event is deemed a serious injury. The end user has been using adapt stomahesive powder without improvement and uses reliamed protectant wipes and remover wipes. The end user stated she is going to contact her primary medical doctor and local ostomy nurse. The event 'red, itchy rash' under the product is deemed serious. From a clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.